Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made, and further information will follow once the analysis has been completed.

Event description:
The customer called to report high blood glucose. The blood glucose reading was 377 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test. The customer also stated the insulin pump had a crack on the case near the reservoir compartment.